Manufacturer narrative:
The device was returned to the factory for evaluation. No evidence of blood and signs of clinical use were observed on the cannula and the harvesting tool. The harvesting tool was inserted and retracted through the adaptor port of the cannula. The tool slid normally. There was no resistance felt which could be called inappropriate. Both the harvesting tool and the cannula were visually inspected. No visual defects were observed. A mechanical evaluation was performed as per the instructions for use to prepare for inserting the harvesting tool into the cannula. The harvesting tool was hold 6 inches from its tip and then inserted into the cannula through the tool adaptor port. The tool slide through the port without any obstructions. Based on the return condition of the device, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was very tight. Could not advance device into channel without shoving it in. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was very tight. Could not advance device into channel without shoving it in. A replacement device was used to complete the procedure. The hospital did not report any patient effects.